Event description:
The reporter stated that the unit would not infuse even though the green deliver light was on. This occurred during set-up. No pt injury or treatment was associated with this event.